Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, lot# 248203 inratio: 6.1, lot# 241836 inratio: 4.0. Patient's target therapeutic range is 2.5-3.5. Results done within minutes of each other.

Manufacturer narrative:
Additional lot # 241836. Investigation pending.